Manufacturer narrative:
No details of the event or the patient are available yet. The date of the event is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection it was observed that the device had a faulty power supply unit. This caused the device to transfer to the emergency lamp. Also found was that the scope socket tab was not protecting the socket pins. The lamp output was within specifications. Housing was in normal condition. Based on evaluation the cause for the faulty power supply unit could not be determined.

Event description:
As reported for this event, during procedure the lamp light shifted to the spare lamp. There was no reported adverse impact to the patient.

Manufacturer narrative:
This report is being submitted to provide a correction as the report information was submitted on two medical device reports in error (8010047-2020-02549 and 8010047-2020-02591). Reference MDR# 8010047-2020-02549 for all investigation details and any additional information.